Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement accuracy test or verify over delivery anomaly due to prime anomaly. Unit received with corroded battery tube.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 33 mg/dl at the time of the incident, after having a prime anomaly. The customer was at 127 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering as their reservoir was at three quarter full the previous night and was now a quarter full at the time of the call. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test, displacement accuracy test or verify over delivery anomaly due to prime anomaly. Device received with corroded battery tube.